Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a possible over-delivery anomaly. Blood glucose value at the time of the event was 40 mg/dl. The customer was treated with a reduced amount of insulin delivery and carbs. The event involved product(s) mmt-1715kl, mmt-332a, and mmt-397a. Troubleshooting was performed. Confirmed that there was overdelivery, which caused low blood glucose. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1715kl was requested, and the customer response was that the device will be returned. The customer will discontinue use of the reservoir. Mmt-332a was requested, and the customer response was that the device will be returned. The customer will discontinue use of the infusion set. Mmt-397a was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and dat within specification at .08750 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. On the event date of 12-oct-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 12-oct-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 19.275 u and dailytotalofbolusinsulindelivered = 8.1 u which is equal to the dailytotalofallinsulindelivered = 27.375 u. All bolus/basal were delivered in auto mode/manual mode. The pump successfully delivered a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted in further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 2 days prior to the event date of 12-oct-2025. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.85 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.